Manufacturer narrative:
Of the two devices, no lot numbers were provided and lot history reviews were not performed. Both devices were not returned to the manufacturer for evaluation; however, medical records were provided for both malfunctions and one of the medical records contained images. The malfunctions are confirmed for the reported perforation issue. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model rf320j vena cava filter allegedly experienced patient device interaction problem. This information was received from various sources. This malfunction involved two patients with no consequences. One patient is a (B)(6) year old male whose weight was not provided. The other patient is a (B)(6) year old female that weighs (B)(6) lbs.